Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the stent remains in the vessel. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dyspnea is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that post 2.75 x 15 mm xience xpedition stent implant procedure the patient was re-admitted to the hospital for shortness of breath and chronic heart failure and was given lasix and placed on bi-level positive airway pressure (bi-pap). No additional information was provided.